Event description:
It was reported that during a laparoscopic roux-en-y procedure, while cleaning the device the blade tip broke off. No piece fell into the patient. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.